Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive low battery alarm. The customer's blood glucose level was 79 mg/dl. The customer also reported that battery was stuck on 4 bars and battery just goes out. The customer reported that there were no alarms and the insulin pump did not get wet. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected audio/vibrate anomaly noted. (B)(4).